Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that he had suffered a hypoglycemic episode. Patient had lost consciousness and an ambulance was called. Patient was hospitalized and while at the hospital his cgm values were 120 mg/dl while his bg was measured at 35 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.